Manufacturer narrative:
A total of four valves were placed in patient (1 - svs-v7-00, 2 - svs-v9-00, and 1 - svs-v6-00) for a total of four related event reports filed separately and associated with the same patient procedure. Device was not returned to manufacturer.

Event description:
Patient reported that they had four spiration valves placed (1 - svs-v7-00, 2 - svs-v9-00, and 1 - svs-v6-00) for the treatment of emphysema (left lung). Patient reported chest trauma and shortness of breath following a car accident approximately five months after the placement procedure. Patient contacted healthcare provider and returned for subsequent medical evaluation. Chest x-ray and CT scan performed indicated that the valves remained in place. Clinician performed a follow-up bronchoscopy and confirmed all four valves were in the original position and no valves exhibited any damage. Clinician indicated there was tissue granulation and clinician opted to remove all four valves. Patient returned to the hospital after the bronchoscopy for valve removal and was admitted for treatment of pneumonia.

Manufacturer narrative:
A total of four valves were placed in patient (1 - svs-v7-00, 2 - svs-v9-00, and 1 - svs-v6-00) for a total of four related event reports filed separately and associated with the same patient procedure. Device was not returned to manufacturer.

Event description:
Patient reported that they had four spiration valves placed (1 - svs-v7-00, 2 - svs-v9-00, and 1 - svs-v6-00) for the treatment of emphysema (left lung). Patient reported chest trauma and shortness of breath following a car accident approximately five months after the placement procedure. Patient contacted healthcare provider and returned for subsequent medical evaluation. Chest x-ray and CT scan performed indicated that the valves remained in place. Clinician performed a follow-up bronchoscopy and confirmed all four valves were in the original position and no valves exhibited any damage. Clinician indicated there was tissue granulation and clinician opted to remove all four valves. Patient returned to the hospital after the bronchoscopy for valve removal and was admitted for treatment of pneumonia.